Event description:
It was reported that balloon rupture occurred. The target lesion was located at a right arm fistula. A 10.0 x 40, 75cm mustang¿ balloon catheter was selected for use to dilate the lesion. Upon an unknown number of inflation, the balloon ruptured when the physician went way above rated burst pressure as the balloon is rated for 14 atmospheres and he went to 24 atmospheres. The ruptured balloon completely came off the catheter. Subsequently, cut down was performed, they snared the balloon and everything was removed out from the patient. However, they totally lost the fistula so they eventually closed the cut down off and aborted the procedure. No further patient complications were reported and the patient's status was fine and stable.

Manufacturer narrative:
Device evaluated by MFR: the device was received in 3 sections as a result of a break in lapweld and another break at 1.4cm proximal to the distal edge of the tip. A complete balloon circumferential tear was present at 18mm distal to the proximal edge of the proximal balloon sleeve. An examination of this section of the balloon tear identified a longitudinal tear running from the distal edge of the proximal balloon sleeve to the site of the complete circumferential tear. The distal section of the balloon circumferential tear was bunched up over the tip. This section was unravelled and an examination of this section of balloon material identified no other tears or damage. A stretched section of the broken shaft (the section from the break at the lapweld to the tip) was positioned on a broken section of guidewire. The section of device measured 7.5cm in length. The shaft was stretched down at this section and both the proximal and distal markerbands were positioned together. The distal section of the balloon tear and tip were also positioned on a stretched/frayed section of broken guidewire. Using a calibrated snap gauge the outer diameter of a non frayed section of guidewire was measured and found to be within device specifications. The most probable root cause has been determined to be use/user error as the dfu states that the balloon was inflated above its rated burst pressure. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located at a right arm fistula. A 10.0 x 40, 75cm mustang¿ balloon catheter was selected for use to dilate the lesion. Upon an unknown number of inflation, the balloon ruptured when the physician went way above rated burst pressure as the balloon is rated for 14 atmospheres and he went to 24 atmospheres. The ruptured balloon completely came off the catheter. Subsequently, cut down was performed, they snared the balloon and everything was removed out from the patient. However, they totally lost the fistula so they eventually close the cut down off and aborted the procedure. No further patient complications were reported and the patient's status was fine and stable.

Manufacturer narrative:
(B)(4).